Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver had intermittent audio output. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A manual test was performed and sound was heard from the receiver. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.